Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was surgically abandoned during a device change-out procedure . It was reported that there was an insulation breach near the terminal pins on all three connectors. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.